Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the clip resulting in chordal damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) (lot 10813r195) was advanced to the mitral valve however grasping the leaflets was difficult. Simultaneous grasping was attempted however the posterior leaflet could not be grasped due to its severe restriction and the presence of chords. The clip was inverted and brought into the left atrium (la) without issue. The physician positioned to place the clip more medial in the la. Again, grasping proved difficult because of the restricted leaflet and chords. After several unsuccessful attempts at grasping leaflets, it was decided to invert again and attempt placing the clip on a more lateral position. The clip was inverted, but was caught in chords and proved difficult to bring into the la. The clip was eventually freed, but broke a chord which worsened the mr. The clip was then oriented on the more central aspect of a2/p2 in the la. Crossing into the left ventricle (lv) was without issue and the physician was able to successfully grasp both leaflets. The clip was closed; but was reopened and the grasp of the posterior leaflet was optimized using independent grasping. The grasp was secure and the physician chose to release the clip. Upon release, the mr was still severe and the gradient was 10mmhg with a heart rate of 85bpm. The mr was mainly originating from the medial orifice. A nt cds (lot 11102r257) was advanced and placed on the medial side of the implanted clip. Grasping of both leaflets was easier and successful grasp was achieved quickly. The clip was deployed and the mr reduced to <1 however the gradient was 14mmhg. The physician was satisfied with the results. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported difficult leaflet grasping and difficult to remove from anatomy appear to be due to challenging patient anatomy. The reported tissue damage was a result of procedural circumstances. However, the reported patient effect of tissue damage is listed in the mitraclip instructions for use (IFU) as known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.